Event description:
Additional information received indicated the patient underwent surgical intervention on 29dec2021 wherein the ipg was repositioned to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site due to ipg moving around in pocket. In turn, surgical intervention may take place at a later date to address the issue.